Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and generalized illness. (B)(4).

Event description:
It was reported that (B)(6) year-old caucasian female underwent primary breast augmentation with 425cc saline mentor smooth round moderate profile breast implants and experienced bilateral capsular contracture postoperatively. The patient also experienced several unexplained systemic symptoms, including rashes, numbness, dizziness, brain fog, and chest pains. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent device removal on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on january 5, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:(B)(4).